Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient presented with multiple episodes of vf due to ventricular lead noise. Noise was not reproducible via isometrics and the patient did not receive therapy. The patient will continue to be monitored.